Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being unable to charge. The customer¿s blood glucose level was 139 mg/dl. The customer reverted to an alternate method for insulin therapy.